Event description:
Arjo was informed that two side rail panels (left and right) were detached from the citadel plus bed. According to information provided by the customer, a patient fell out of the bed at time of getting up and broke it that time. The side rail was in the lowered position. No harm occurred. The second issue was reported under MFR report no. 3007420694-2022-00026 and is related to detachment of the left side rail panel.

Manufacturer narrative:
Arjo was informed that two side rail panels (left and right) were detached from the citadel plus bed. According to information provided by the customer, a patient fell out of the bed at time of getting up and broke it that time. The side rail was in the lowered position. No harm occurred. The second issue was reported under MFR report no. 3007420694-2022-00026 and is related to detachment of the left side rail panel. The safety rails are an integral part of the citadel plus bed frame. This bed has four side rails, two on each side of the bed. An inspection of the claimed bed frame conducted by the arjo representative and photographic evidence provided revealed that two side rail panels (left and right) were detached from the side rail mechanisms. The review of post-market surveillance data and the investigation carried out at the manufacturer site revealed that the main factor which could lead to the side rail detachment might be related to an excessive force applied to the side rail. This finding is in line with an information provided by the customer. The patient was trying to exit the bed frame without assistance of the clinical staff, fell and broke the side rail on that time. According to citadel plus instruction for use (831.374) ¿caregiver should always aid patient exiting the bed.¿ the patient¿s transfer from the bed should be conducted ¿following all applicable safety rules and institution protocols.¿